Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to exhibiting high out of range shock impedance (greater than 160 ohms). Besides surgical intervention, no adverse patient effects were reported. The rv lead is not expected to be returned.

Manufacturer narrative:
With the available information, boston scientific concludes that the clinical observations are known inherent risk of the device. A review of the DHR was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. In the absence of physical analysis, the root cause of the reported high shock impedance measurements are attributed to a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to exhibiting high out of range shock impedance (greater than 160 ohms). Besides surgical intervention, no adverse patient effects were reported. The rv lead is not expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.